Manufacturer narrative:
Medtronic rep cleaned the camera connection and resolved the issue. No parts were replaced.

Event description:
A medtronic rep reported defective cable on the camera. This event did not occur during surgery and no pt was present.